Event description:
It was reported that upon receipt by a manufacturer field service technician the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was duplicated by a manufacturer repair technician through visual inspection. . Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.